Event description:
The user reported that upon start-up of the monitor, an error message reading "clean probe and recalibrate" appeared. Four attempts to clean the probe and recalibrate the monitor were made, but the error message continued to appear. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.